Event description:
Product cardinal custom pk strl minor ortho pk exp date - 12-01-2011. Manufacture date - 09-25-2010. Order - (B)(4). Betadine prep in pack opened and a live "silver-fish" was noted per dr (B)(6). All packs with same date returned to cardinal.